Manufacturer narrative:
The pod was received with the cannula deployed. The soft cannula measured the correct full length according to specification and did not appear bent/kinked. Inspection of the cannula assembly found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. Pod download data did not show any signs of struggle or pulse width increase that would indicate a failure to deliver insulin. After investigating the pod, no damage or tear was found along the complete fluid path that would cause any leakage of insulin from the pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels exceeded 300 mg/dl while wearing the pod between 24 and 36 hours. The pod was leaking insulin. When removed from the infusion site (leg), the pod's cannula appeared bent. As treatment, a manual injection of insulin was delivered and a new pod was applied.